Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced experiencing high blood glucose. Customer¿s blood glucose level was 500 mg/dl at time of incident. Customer did not used auto mode feature. Customer reported that they did not feel okay to troubleshooting and declined further troubleshooting. Customer received change sensor alert. The insulin pump will not be returned for analysis.